Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that ever since they had a car accident their left buttock felt different and their ins was in their left buttock. Patient reported their healthcare provider wanted an MRI of their lower back. No further complications were reported or anticipated.